Event description:
Anterior summit stem inserter: tip was noted to be broken off but was not detected until after the surgery was completed and the incision was closed. Tip of inserter is approx 5mm in length. Form submitted by the sales rep. Are as follows: (B)(4).